Event description:
Reportable based on device analysis completed on 24jun2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.50 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. However, returned device analysis revealed that stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid - section of the stent was found to be moved off their crimped position. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.